Event description:
It was reported experiencing a minimum fill notification while loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge and resumed insulin therapy.